Event description:
It was reported that while in the cath lab, the intra-aortic balloon (iab) was prepped per instruction. The md inserted the super arrow-flex (saf) sheath into the left femoral artery. The iab was threaded over the spring wire guide (swg) and became unwrapped. As a result, it could not be advanced through the saf sheath. The md requested another iab. This iab was prepped and inserted without difficulty. There were no reported pt complications.

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.